Event description:
On (B)(6) 2023, the revision surgery was performed. The liner was dislocated. Four of the six tabs were missing. Since the liner was not fixed, the head and outer shell were probably in direct contact, and black scratches could be seen on the ceramic head. The locking mechanism of the outer shell was not deformed, so the liner and head were replaced after confirming the trial. Doi: (B)(6) 2020. Dor: (B)(6) 2023. Unk hip.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4), investigation summary: it was reported that on (B)(6), 2020, the primary surgery was performed via tha for oa with the implant in question. On (B)(6), 2023, the patient comes to the outpatient clinic and is found to have an abnormality. The details are unknown. The revision surgery is scheduled on (B)(6), 2023. The liner and head will be replaced and if the outer shell has also failed, it will be replaced as well. No further information is available. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "photo (B)(4) (B)(6) hospital ((B)(6)". Visual analysis of the photo found signs of metal transfer on the outer surface of the unk hip femoral head ceramic. The observed condition of the femoral head indicated that the implant was articulating against the inner surface of the cup as a result of the reported disassociation event between the liner and the cup. The observed appearance of the femoral head does not represent a device nonconformance. The overall complaint was confirmed as the observed condition of the unk hip femoral head ceramic would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.